Event description:
It was reported that this left ventricular (lv) lead was explanted due other/non product experience. The procedure was successfully performed and a new lv lead was implanted instead. Not further details were provided. No additional adverse patient effects were reported outside the revision procedure.

Event description:
It was reported that this left ventricular (lv) lead was explanted due other/non product experience. The procedure was successfully performed and a new lv lead was implanted instead. Not further details were provided. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to correct section d, as the model and serial number has been updated.

Event description:
It was reported that this left ventricular (lv) lead was explanted due other/non product experience. The procedure was successfully performed and a new lv lead was implanted instead. Not further details were provided. No additional adverse patient effects were reported outside the revision procedure. Additional information was received that the patient with this rv lead experienced diaphragmatic stimulation which caused pain. The patient received morphine as treatment. The patient reported that they had previously experienced the issue of diaphragmatic stimulation, so pacing had been disabled for a lead, with the other lead still pacing. The lead responsible for the diaphragmatic stimulation was not specified. Subsequently this lead was explanted. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.